Event description:
It has been reported that device did not pass a self diagnostic check.

Manufacturer narrative:
(B)(4): device pending evaluation. Issue is being reported as operator was not able to clear alert message.